Event description:
It was reported to resmed that an astral device was inoperable. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection of the device revealed physical damage and contamination. The device was deemed beyond repair and scrapped per customer's request. Resmed reference#: (B)(4).